Manufacturer narrative:
Age at time of event: 18 years old or older. Initial reporter facility name: tokyo metropolitan health and longevity medical center. The device was returned for analysis. A pusher wire was returned for this complaint; the coil and introducer sheath were not returned. The pusher wire returned inside of a renegade catheter and it was stuck inside. The pusher wire was kinked in different sections of its body; besides, the distal section was stretched, the interlocking arm was detached and kinked. Some residues of dry blood were found in the interlocking arm. No more damages were found in the returned device. The pusher wire was not possible to be advanced through the renegade catheter, it was necessary to cut the sheath in order to release the coil.

Event description:
Based on device analysis completed on 18mar2019. It was reported that the device could not be detached. The target lesion was located in moderately tortuous internal iliac artery. A 6mmx20cm interlock was selected for use. During the procedure, the device could not be detached. Subsequently, the device was tried to retrieved but could not be pulled out from the renegade. The coil was removed from the patient together with the renegade. The procedure was completed with another of same device. No complications reported. However returned analysis revealed the interlocking arm of the pusher wire was detached.

Manufacturer narrative:
Age at time of event: 18 years old or older. Initial reporter facility name: (B)(6) medical center. Device evaluated by manufacturer: the device was returned for analysis. A pusher wire was returned for this complaint; the coil and introducer sheath were not returned. The pusher wire returned inside of a renegade catheter and it was stuck inside. The pusher wire was kinked in different sections of its body; besides, the distal section was stretched, the interlocking arm was detached and kinked. Some residues of dry blood were found in the interlocking arm. No more damages were found in the returned device. The pusher wire was not possible to be advanced through the renegade catheter, it was necessary to cut the sheath in order to release the coil.

Event description:
Based on device analysis completed on 18mar2019. It was reported that the device could not be detached. The target lesion was located in moderately tortuous internal iliac artery. A 6mmx20cm interlock was selected for use. During the procedure, the device could not be detached. Subsequently, the device was tried to retrieved but could not be pulled out from the renegade. The coil was removed from the patient together with the renegade. The procedure was completed with another of same device. No complications reported. However returned analysis revealed the interlocking arm of the pusher wire was detached. It was further reported that there was no part of the device that remained inside the patient.